Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 426 mg/dl, which he treated with a bolus. The customer stated that the high blood glucose was due to a drink had consumed. Troubleshooting was declined. The customer was assisted with programming his ID into the insulin pump so the device would receive his glucometer readings. No products were returned or replaced.